Event description:
It was reported that medication leaked from the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle during use. The following information was provided by the initial reporter: "returned consumer's phone call from voicemail that was received. Consumer stated she has used item # 305945 for years and recently her pharmacy advised her they will not be carrying that product and they provided her item #309623. Consumer stated the new syringes are very painful during her injections. Stated when removing the needle from her injection site sometimes the medication comes out with it. Sending consumer replacement to her local pharmacy."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-14. H6: investigation summary one 1ml syringe in a fully sealed blister pack from batch 0073306 (p/n 309623) was received and evaluated. The shield was removed, and the cannula was visually inspected under 10x magnification. Based on the verbatim, it appeared medication came out of the injection site after use and not from the syringe itself. Therefore, leakage testing on the device is not applicable. The sample was forwarded to the needle manufacturing site for evaluation. Visual inspection was performed to the needle assembly, no damages were observed. Then the needle was inspected under a 30x microscope. There was no damage, bevels were good, etch was good. No defective grind, no hooks were observed. After that the needle assembly was connected to 10ml syringe with saline solution. No leakage was observed. Based on the investigation carried out and with the sample analysis the symptom reported by the customer could not be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that medication leaked from the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle during use. The following information was provided by the initial reporter: "returned consumer's phone call from voicemail that was received. Consumer stated she has used item # 305945 for years and recently her pharmacy advised her they will not be carrying that product and they provided her item # #309623. Consumer stated the new syringes are very painful during her injections. Stated when removing the needle from her injection site sometimes the medication comes out with it. Sending consumer replacement to her local pharmacy."